Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and he experienced unspecified symptoms of hypoglycemia. Customer had contact with emergency doctor who diagnosed with hypoglycemia and he received glucose injection for treatment. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and he experienced unspecified symptoms of hypoglycemia. Customer had contact with emergency doctor who diagnosed with hypoglycemia and he received glucose injection for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Adc product quality engineering (pqe) investigated this alarm-3 (missing high or low glucose) complaint. It was determined that the freestyle libre 2 sensor reported in this complaint was manufactured at flex buffalo grove (fbg) with the incorrect low-temperature ratio parameter of zero (0). The low-temperature ratio parameter setting should be set at 187. The incorrect low-temperature ratio parameter will prevent the sensor bluetooth low-energy (ble) radio from enabling in the operational temperature range, and as a result, the system will not be able to present glucose alarms. This failure mode was identified during the investigation of the track and trend review related to alarm-3 cases in april 2020. This issue was addressed in the field by adc fa1027-2020. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The temperature ratio setting is in the machine software and therefore, not captured in the DHR. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Adc quality hold qh1027-2020 rev01 was initiated on 16-may-2020 to all sites within adc control to prevent further distribution of the impacted sku. Qr728102 was initiated to investigate and address this issue on (B)(6)2020. Immediate as well as corrective and preventative actions include: software on affected kit pack lines has been updated to prevent the resetting of the low-temperature parameter to ¿0¿. This action was completed on (B)(6)2020. Impacted product within manufacturing control was determined to either be immediately scrapped or reworked. Rework and a scrap of impacted product is currently in process, with an anticipated completion of (B)(6)2021 update packaging line test limits and associated packaging line validation protocols to include applicable product software parameters for verification. This will ensure that the validation of additional packaging lines will include all the appropriate parameters for successful verification and validation. The completion date of this corrective action was (B)(6)2020. Update validation process to include requirements to perform functional testing of the product to user requirement specifications. The anticipated completion date of this corrective action is (B)(6)2021. Quality directive qd1002-2020 and faq¿s were issued to the field on 19-may-2020 to advise customer support of adc fa1027-2020, and how to handle customer calls related to the issue in impacted countries. Technical bulletin tb1008-2020 was issued to the field on 20-may-2020 to advise customer support of adc fa1027-2020, and how to handle customer calls related to the issue in non-impacted countries. Risk evaluation re1027-2020 was completed on 21-may-2020 to address the risk to the user as a result of this issue field action adc fa1027-2020 was issued to austria, germany, switzerland on (B)(6)2020.